Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One filter was received for evaluation. There was no delivery system returned. Upon inspection of the returned sample, there appeared to be some dried up build-up in the apex of the filter. Heat was applied to the filter and the filter took shape. All arms, legs, and hooks were present and intact. The filter was measured and all measurements taken were within specifications. Based on the info avail. To date, the results of the investigation are inconclusive. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications included, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The removal of this filter is considered to be an off label use of this device. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was reported that a filter that had been implanted 11 days earlier for pe and clots in the lower right extremity, had tilted 40 to 45 degrees and that several of the legs had perforated outside the cava wall. This was discovered on a cavagram at a scheduled appointment to remove the filter. No extravasation was noted and the patient was asymptomatic. The patient had been admitted 25 days prior to the filter being implanted for acute respiratory distress due to aspiration. The patient was intubated at that time and on a ventilator prior to the filter being placed. The patient remained on the ventilator up until about 2 or 3 days before the filter was removed. The patient was asymptomatic, but did have some abdominal pain as the filter was being removed.